Event description:
It was reported that at implant attempt, the lead could not be positioned so that the thresholds were below 5 volts. The lead was not used, and was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted to be on the distal conducotr on visual inspection.